Event description:
During skin closure for c-section, attending physician stated that 2 staplers broke during use. The plastic on the first one cracked and the second one broke in half. The third one worked with no issue. They were all the same lot number. There was no injury to the patient.